Event description:
As reported by the patient¿s attorney, a boston scientific ¿tvt system¿ was implanted. According to the complainant, the patient experienced pain and required revision surgery. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Device reported as implanted on either (B)(6) 2008 or (B)(6) 2009. A second physician was reported with this event; it is unknown which physician implanted the bsc device: (B)(6).